Event description:
The customer reported that during use of this ultrablator the pt received a burn injury. The surgical procedure was completed with the use of another ablator. At this time, no addition information is available regarding this event.

Manufacturer narrative:
Investigation results: to date, the device has not been received to perform an investigation. A follow-up report will be sent upon receipt of the product, and completion of the investigation.